Event description:
It was reported that while the guidewire was shaped, it broke at the distal end. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Expiration date - added. Lot # - added. Gtin - added. Device evaluated by mfg - updated to 'yes'. Device manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the guidewire was broken at the distal end, with bends and stretching noted just proximal to the fracture site, and was shaped on its distal section. Additionally, the polytetrafluoroethylene (ptfe) coating was peeled at the location of the torque device. Functional testing could not be performed due to the condition of the returned device; the reported break was confirmed. Based on the results of the investigation, the damage noted to the guidewire and subsequent break is likely due to excessive force and pinching used during the shaping process. The peeled ptfe coating is believed to have occurred from an insecurely tightened torque device, specifically cautioned against in the device directions for use (dfu). As such, the investigation determined use error caused or contributed to the event.

Event description:
It was reported that while the guidewire was shaped, it broke at the distal end. There was no clinical consequence to the patient as a result of this event.